Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4). Device unavailable for return.

Event description:
As reported (B)(6) 2017: during the procedure, it was noted the tip of the applicator had bent. It remained fully attached to the applicator shaft. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event. It was reported the disposable device is not available for return to the manufacturer as it was disposed of by the user.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description of a bent applicator tip cannot be confirmed as no sample was returned. Without receiving the device for evaluation, we are unable to definitely determine a root cause. A possible contributing factor could have been handling damage; i.e. Lateral forces on the applicator tip. A review of the device history records, obtained via shr, was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).